Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not functional. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer stated the insulin pump showed low battery alert and after battery change it was not turning on. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer went for swimming 1 week prior to the incident. Customer assisted with troubleshooting, however display did not return after insulin pump restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, and active current measurement tests; it failed self test in that the vibrator did not vibrate when it was supposed to. After further examination of the device¿s interior, there is corrosion inside the battery compartment as well as underneath the battery compartment and above the battery board. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip.